Manufacturer narrative:
(B)(4). Catalog#:zteg-2d-42-144-pf. Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: it was not possible to conclude the exact root cause for this event. The most likely reason for the described sma coverage was stent graft misplacement. Reason for endoleak unknown and not able to conclude root cause on the limited information provided. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2014, an (B)(6) male patient underwent taa repair. Taa was at the descending aorta and the user planned place a zteg-sp-42-162-pf and a zteg-2d-42-144-pf right above the celiac artery. However the zteg-2d-42-144-pf was placed right above the renal arteries and covered the celiac artery because the physician mistook the renal artery for the celiac artery. Some endoleak was confirmed and he determined it was type iii or IV from angiography images. He decided to take a wait-and-see approach for the endoleak and completed the procedure. Later, the patient complained of stomach pain and coverage of the sma by the stent graft was confirmed by CT. An open surgery to bypass the sma was performed, and he confirmed intestinal necrosis and removed the small intestine. Patient outcome: the patient tolerated the surgery and has not shown an after effect. Additional information received 08aug2014: the patient is still hospitalized as of today. Additional information received 18aug2014: the patient was discharged from the hospital without receiving a treatment for the endoleak. He will be followed closely.